Manufacturer narrative:
Despite multiple attempts, this right atrial (ra) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was observed to have been difficult to place. The physician tried using force to try and reposition the ra lead and may have damaged the insulation in the process. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.